Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds. It was further reported that the implantable pulse generator (ipg) exhibited a shorter than expected longevity estimate due to a programmer software estimator error. The rv lead remains in use. The programmer software was updated and it remains in use. No patient complications have been reported as a result of this event.